Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(4) has re-flashed the software by using cf card and flash the polo on the pcu8015. But the issue was not resolved. He confirmed the cf cards worked with another pcu. I recommended (B)(4) to replace logic board. (B)(4) will replace logic board. If he still have a problem, he will call me back.